Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for material separation, break and stretched. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 9808560 implanted ports allegedly experienced material separation, break and stretched. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The patient's age, gender and weight was not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is identified for the reported material separation. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 9808560 implanted ports allegedly experienced material separation. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The patient's age, gender, and weight was not provided.